Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
On (B)(6) 2013 company representative reported being contacted by patient who explained he has a problem with the display of the infusion device. Company representative stated patient reported he isn't able to read any information from the display due to a big smudge on the display. Company representative reported, the patient was having difficulty communicating; his wife took the phone from him and stated, the patient is under the influence of alcohol. Company representative stated, the wife reported, the patient did not want her to measure his blood glucose level. Company representative reported, the wife called the ambulance because, she thought he had a low blood glucose level. Company representative stated, the wife reported, the patient became aggressive after the ambulance arrived and his blood glucose level was 29 mmol/l (522 mg/dl). Patient's normal blood glucose level was not provided. Company representative reported, the wife stated, the patient refused transport to the hospital at first, but she finally convinced him to go to the hospital. Company representative stated, the patient was in the hospital for the night and was released in the morning with no objection from the doctor. Patient was treated for hyperglycemia while he was hospitalized overnight in the ER. Type of treatment received is unknown. The reason for transporting the patient to the hospital was not provided. Company representative reported changing the infusion device the next day at 3 pm because of the display not being readable due to a big smudge. No further information is available. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.